Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged between 120-130 mg/dl. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.